Manufacturer narrative:
The tracker was returned for product analysis. Both side tabs of the returned tracker had been broken off at the tip, so it no longer allowing retention of an inserted instrument. Otherwise, with marker attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navlock is damaged. The instrument will not fit into the tracker. The side pins are broken. There was no patient involvement.